Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that during this case, the doctor broached the femur incrementally starting with a canal finder, starter broach, and continuing broaches 1-4. Upon reaching the size 4, he reduced the hip with a high offset neck segment and a head. When he had brought it through range of motion and felt that the hip was rotationally stable and had no risk of dislocating he examined the interop x-ray to determine m/l fit of the broach in the canal. The 4hi stem was selected and opened. When inserting the stem, it was fully seated to the point where the broach sat and the collar was resting on the calcar. However, the stem was loose and not rotationally stable. The doctor questioned wether the correct stem was opened - it was the stem was removed and the doctor was forced to broach up to a 5. He then chose the 5hi stem and it was opened. The 5 was inserted and was rotationally stable. Unknown affected side.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.